Manufacturer narrative:
The customer's observation was not replicated in-house with retention and return products. Retention and returned products were tested with qc cut-off hcg standards. All devices tested with qc cut-off standards showed positive results at read time and met qc specifications. Additionally, retain devices were tested with clinically negative urine samples all devices showed expected negative results at read time. No conflicting results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2017, the patient arrived in the emergency department and a urine sample was collected. The alere hcg cassette produced a negative hcg result. The patient insisted she was pregnant and 10 minutes later a second alere hcg cassette produced a positive hcg result. The patient was determined to be (B)(6) pregnant.